Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint of the unit not alarming. The underlying cause was identified as the power switch was defective. The additional complaints were also confirmed: the heat exchanger was defective, the sieve beds were leaking, the cabinet and base were broken, and the casters were broken. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
No alarm, heat exchanger is bad, sieve bed bad, case is broke, also broken caster.